Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. A circuit breaker was reset. The sys was tested and is operating as intended.

Event description:
The customer reported that 9900 sys would not boot up. No pt injury was reported.